Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 16 months after the dental implant was placed in ada site 11, the implant had not achieved osseointegration in type IV bone. Clinician reports an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that nearly 16 months after the dental implant was placed in ada site 11, the implant had not achieved osseointegration in type IV bone. Clinician reports an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).